Event description:
This is a report by a consumer from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd2 1.5% and dianeal pd2 2.5% ultrabag therapies. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and dianeal pd2 2.5% ultrabag therapies (2000ml, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. As reported, on an unreported date, the patient did not wear a mask. On (B)(6) 2013, the patient experienced and was hospitalized for peritonitis. The consumer reported, the peritonitis was caused by the patient not wearing a mask. On (B)(6) 2013, the patient started treatment for the peritonitis with injection (inj) cefazolin (250mg, ip, continuing twice per day (bd)) and inj ceftazidime (250mg, ip, continuing bd in 1.5% 3 bags, 2000ml, 3 exchanges, 8 hours per day- continued for 14 days). Concomitant therapy was not reported. It was not reported whether the patient received re-training in proper aseptic procedures. The outcome of the peritonitis is unknown. Per the reporter, the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4): on an unknown date, the patient was discharged from the hospital and had recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the consumer reported a break in aseptic technique, described as patient did not wear a mask, which caused peritonitis. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.